Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the heartstring seal cracked while loading the seal into the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed.